Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hypoglycemia with blood glucose level of 52 mg/dl. Customer was treated with glucagon shot and food for low blood glucose level. Customer stated that auto mode feature was on. The insulin pump will not be returned for analysis.